Manufacturer narrative:
This report is filed (B)(4), 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reportedly experienced rejection of the device. The abutment was removed on (B)(6), 2013 and the implant site was closed. The implanted device remains.